Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned to terumo medical corporation for product evaluation. The returned sample included the hemostasis sheath, carrier tube, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned mated and in forward lock position. The suture was deployed and was noted to be cut distal to the clear marker. The medical device was returned, but no product issue was identified. The carrier tube and sheath were returned mated and in forward lock position. The suture was fully deployed and had been cut at the distal tip. The anchor and collagen were not present and were not returned with the device. The reported problem could not be confirmed based on the device condition. The cause of the event could not be identified. As a result, the complaint was unable to be confirmed. The exact root cause cannot be determined. The device history record review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to australian privacy law. A2: age or date of birth: requested, not provided due to australian privacy law. A3a: sex: requested, not provided due to australian privacy law. A4: weight: requested, not provided due to australian privacy law. A5: ethnicity: requested, not provided due to australian privacy law. A6: race: requested, not provided due to australian privacy law. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: nurse unit manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal anchor would not deploy. There was no impact on the patient. The procedure was completed successfully. Additional information was received on 20jan2026: the type of procedure performed was a percutaneous coronary intervention (pci) using a 6 fr sheath. A pre deployment angiogram was performed. The device did not pull out of the artery prior to deployment. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion of the device. Hemostasis was achieved by manual compression. The estimated blood loss was not significant. There were no concomitant medical products used with the angio-seal device.